Manufacturer narrative:
The g4 pump user guide states: "always confirm that the decimal pint placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's healthcare provider prescribed a change to customer's carb ratio (1:5g to 1:4g) to keep blood glucose in target range. Customer inadvertently changed the ratio to 1:40g instead of 1:4g and the pump recommended less insulin than expected. Customer corrected the ratio to 1:4g, input carb value again and pump recommended the expected dosage of insulin. Customer's blood glucose at the time of the event was 137 mg/dl.